Manufacturer narrative:
The reported event of inappropriate therapy anomaly could not be confirmed. The reported event of sensing anomaly was confirmed upon reviewing the device data. However, the over-sensed signals were caused by external (non-device) related factors. The device behaved as expected and according to its programmed settings. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate shocks due to incorrect interpretation of signal. The device was disabled, but the patient was still expressed concern for continued shocks. No further intervention was reported. The patient was stable.

Event description:
New information received noted that the patient requested explant of the device. The procedure was successfully performed on (B)(6) 2024. There were no patient consequences.